Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fastener failed to fixate the mesh. Photos provided of the device cannot assist in determining root cause. The subject device has been discarded by the user facility and not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 680 units released for distribution in april 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal herniorrhaphy procedure, the sorbafix enhanced fixation device fasteners failed to fixate the mesh and the fastener fell into the abdominal cavity. It was reported that several attempts were made with adequate counterpressure applied perpendicular to the mesh or tissue, all without success. It was also reported that the loose fasteners were removed from the patient's body and the procedure was completed with a non-bd/bard device. There was no patient injury.